Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced due to a blank screen issue. During further evaluation of the device at the manufacturer's service center a "service required" alarm condition was observed. The device's oxygen blending module board and interface board were replaced to address the issue.

Event description:
The manufacturer received information alleging an issue with the device's lcd screen. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the lcd screen was unable to be viewed. The device's lcd screen needs to be replaced to address the issue.